Event description:
It was reported that the patient developed a driveline infection in 2023. They were treated with cefepime for 7 days. The treatment resolved concerns.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that it was unclear when the official onset date of driveline infection was, but the first note that indicated driveline infection was on (B)(6) 2023. The patient was seeing infectious disease prior to left ventricular assist device (lvad) implant. There were no positive wound or blood cultures after (B)(6) 2023. The patient was being treated for multiple infections and there was nothing in the note on (B)(6) 2023 that there was any redness, swelling, pain, or drainage at the driveline exit site.